Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the cord to the blood parameter monitor was frayed. The device was used for the procedure. The user reported there were no adverse consequences to a pt as a result of this event.